Manufacturer narrative:
Implanted 18 months ago; exact date is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). A device history record (DHR) review was performed on part # 447.109, lot # 6530338: part manufacturing date: 17-nov-2010, part exp. Date: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot #6530338 of 2.0mm ti large locking plate 6 x 21 holes-left was processed through the normal manufacturing and inspection operations with no rework. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the blank material device history record revealed this lot (6442305) met all specifications. A review of the raw material device history record revealed this lot (5440693) met all specifications. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a 2.0 unilock plate broke post-operatively and patient had to be revised. Plate fractured 18 months after initial surgery due to metal fatigue and failure of union of fibula graft. Plate removal and reconstruction with a titanium mesh tray and cancellous chips for a graft was performed on (B)(6) 2017. No information available about patient condition and outcome. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Exact date is unknown; reported as 18 months prior to explant date of (B)(6) 2017. A manufacturing evaluation was completed: plate is broken apart between the fourth and fifth hole. On the other side the plate was cut for length adaption, a piece with nine (9) holes is missing. Different marks for from a bending tool are visible on the surface of the plate. The relevant dimensions unlock plate 2.0 were checked and found to be in compliance with the technical drawings and specifications. The examination of the raw-material testing certificate and the manufacturing papers of both potential lot numbers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with specifications and with the international standards. The fracture face is homogenous, which indicates material conformity. No product related issue could be detected. Based on the provided information we are not able to determine the exact cause of this breakage. It is likely that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure of the plate. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the device was received by the manufacturer, a broken locking screw plusdrive 2.0 was also received. It is unknown when the screw broke. Concomitant reported parts: screws (part/lot unknown, quantity 8).